Event description:
It was reported that the 2000 system would not boot up. No pt injury was reported.

Manufacturer narrative:
The reported issue is under investigation. A f/u report will be filed when add'l details become available.